Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had history anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that part of a bolus was not delivered. It was reported that there was no alarm that indicated insulin flow block. It was reported that the next bolus was delivered correctly. It was reported that the customer called back and the same issue reoccurred. The insulin pump will not be returned for analysis.